Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the bolus cord was pressed. The device was being used to deliver an unspecified pain medication. At an unspecified time, it was reported that the device did not deliver a dose when the bolus button was pressed and the patient experienced a slight increase in pain. No specific details were provided. It was reported that the bolus cord was replaced and the therapy was resumed. There were no reports of patient adverse events and no delays in therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.